Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. During preparation of a 2.50 x 32 synergy drug-eluting stent, it was noted that the stent was stretched when the device was removed from the hoop. The device never entered the patient's body and the procedure was completed with a 2.25 x 24 synergy drug-eluting stent. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: synergy ous mr 2.50 x 32mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent revealed stent damage. Stent strut rows 1-14 on the proximal end of the stent appear undamaged; the remainder of the struts were damaged and pulled distally with some struts extending over the distal tip. The undamaged section of the crimped stent od (outer diameter) was measured and was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple kinks along the full catheter length. A visual and tactile examination of the inner and outer shaft polymer extrusion found no issues. The bi-component bond showed no signs of damage or strain. The tip was visually examined and no issues were found. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. During preparation of a 2.50 x 32 synergy¿ drug-eluting stent, it was noted that the stent was stretched when the device was removed from the hoop. The device never entered the patient's body and the procedure was completed with a 2.25 x 24 synergy¿ drug-eluting stent. No patient complications were reported.